Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, the device was alarming for a "check circuit" condition. The device's flow path was found to be occluded with dust and dirt. The flow sensor assembly was replaced to address the issue.